Manufacturer narrative:
(B)(4). A failure 808:03, not 803:03, occurred. The pump involved was a colleague single channel. Evaluation summary: the actual device was not returned; however, 5 unused devices of the same lot were received. Visual inspection was performed and identified no defects on any of the samples. Each device was then functionally tested by connecting each to a colleague machine; no alarms occurred. The reported problem was unable to be replicated with any of the 5 samples. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when an access administration set was inserted into an unspecified electromechanical pump, a "failure 803: 03" occurred on the pump. This occurred during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(40. A request for the return of the device has been made. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.